Event description:
Meter name: fast take meter. Strip name: fast take strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. A pt reported they were seen not able to test right away. Their meter allegedly would take a long time to turn on. The result on their meter was over 300. Meter was not compared to any other equipment. Treatment was extra insulin. No further info has been reported.